Event description:
It was reported that the patient presented into clinic with complaints of pain. Lead perforation was observed via fluoroscopy. Additionally, elevated capture thresholds were also noted. The lead was explanted when repositioning was not successful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.